Event description:
It was reported that during thoracic surgery, insufflation through needle was not possible. During a thoracentesis, the needle's tap was disconnected. Another device was used to complete the procedure. There was no advise consequences reported.

Manufacturer narrative:
(B) (4). (B) (4). Info is unavailable; device was not returned for eval. Eval summary: the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check mfg records for any related non-conformances.